Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect battery interconnect board for evaluation. The malfunction was attributed to the battery interconnect board. The customer received a replacement battery interconnect board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.